Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown", "deformation of the breast", "pain", "chronic inflammation" and "calcifications". This record is for the right side. Device was explanted and replaced and it is unknown if device will be returned.